Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: left is posterior and inferior to the cornua and endometrium") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. C08466-inv, c89485-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pill from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included dysmenorrhea, menstrual cramps, constipation, bacterial vaginosis, dyspareunia, vaginal discharge, vaginal odor, ovarian cyst (right and left) and cervicitis cystic. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes), cystoscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, depression, anxiety, hormone level abnormal, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were 5 coils noted on the right side and doctor was unable to count the number of coils on the left. The patient did not tolerate the procedure well. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion doctor. Said tubes where correctly occluded (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Lot numbers report c08466, c89485 are invalid. Most recent follow-up information incorporated above includes: on 8-feb-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: left is posterior and inferior to the cornua and endometrium") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. C08466, c89485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pill from (B)(6)2014 to (B)(6)2014. Concurrent conditions included dysmenorrhea, menstrual cramps, constipation, bacterial vaginosis, dyspareunia, vaginal discharge, vaginal odor, ovarian cyst (right and left) and cervicitis cystic. Concomitant products included paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes), cystoscopy,). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, depression, anxiety, hormone level abnormal, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were 5 coils noted on the right side and doctor was unable to count the number of coils on the left. The patient did not tolerate the procedure well. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion doctor. Said tubes where correctly occluded (B)(6)2015.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- lot number added. New events hormonal changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (general) were added. New reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and device expulsion ("migration of essure device location of device: left is posterior and inferior to the cornua and endometrium") in a 33-year-old female patient who had essure (batch no. C08466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pill from (B)(6)2014 to (B)(6)2014. Concurrent conditions included dysmenorrhea, menstrual cramps, constipation, bacterial vaginosis, dyspareunia, vaginal discharge, vaginal odor, ovarian cyst (right and left) and cervicitis cystic. Concomitant products included paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were 5 coils noted on the right side and doctor was unable to count the number of coils on the left. The patient did not tolerate the procedure well. Pain was decreased shortly after removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion doctor. Said tubes where correctly occluded (B)(6)2015.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received- new event perforation (fallopian tube(s)) were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: left is posterior and inferior to the cornua and endometrium") in a 33-year-old female patient who had essure (batch no. C08466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menstrual cramps, constipation, bacterial vaginosis, dyspareunia, vaginal discharge, vaginal odor, ovarian cyst (right and left) and cervicitis cystic. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were 5 coils noted on the right side and doctor was unable to count the number of coils on the left. The patient did not tolerate the procedure well. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events depression and mental anguish was added and event migration of essure device was replace with migration of essure device location of device: left is posterior and inferior to the cornua and endometrium/ fallopian tube perforation. Event onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: left is posterior and inferior to the cornua and endometrium') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. C08466-not valid, c89485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pill from 23-sep-2014 to 7-oct-2014. Concurrent conditions included dysmenorrhea, menstrual cramps, constipation, bacterial vaginosis, dyspareunia, vaginal discharge, vaginal odor, ovarian cyst (right and left) and cervicitis cystic. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced mood altered ("hormonal changes/ mood changes"). In february 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes), cystoscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, mood altered and dyspareunia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, mood altered and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were 5 coils noted on the right side and doctor was unable to count the number of coils on the left. The patient did not tolerate the procedure well. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion doctor. Said tubes where correctly occluded (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Lot numbers report c08466, c89485 are not valid. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received. Reporter information updated. Previously reported event hormonal changes was updated to mood changes. Outcome for previously reported events: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse) was updated to recovered / resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a (B)(6)-year-old female patient who had essure (batch no. C08466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal menstrual bleeding: menorrhagia/ excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number c08466 added. The following event was provided: abnormal bleeding (vaginal). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal menstrual bleeding: menorrhagia"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the essure device. This event is anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 4 months after insertion procedure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the essure device. This event is anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 4 months after insertion procedure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.